Event description:
Pt stated that her pump had broken. When she tried to start the pump after loading in her 2nd syringe it popped out and she was not able to restart pump or wind pump afterwards. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number - (B)(6) no further information. Indication - other common variable immunodeficiencies.